Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s)"), perforation ("perforation"), device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), cystitis ("infection(bladder/urinary tract/vaginal) "), urinary tract infection ("infection(bladder/urinary tract/vaginal)type") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a device removal operation), . Essure was removed in (B)(6) 2013. At the time of the report, the perforation, device dislocation, genital haemorrhage, menstrual disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, device dislocation, fallopian tube perforation, genital haemorrhage, menstrual disorder, perforation, urinary tract infection and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet received. Events genital bleeding, bladder, urinary tract & vaginal infection, fallopian tube perforation & medical device monitoring error were added. Concomitant , historical conditions were added. Product, patient & reporter information updated. On 30-mar-2018: medical record received. Patient & reporter details updated. Processed with fu 01. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a device removal operation) and surgery (underwent a device removal operation). Essure was removed. At the time of the report, the perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.